Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake during therapy. The patient was hospitalized one day after onset of the peritonitis. The patient was treated with injection (inj.) Vancomycin (1 gram, stat, every 5th day) and inj. Piperacillin + tazo (4.5 gram twice a day for 14 days) intravenously for the event. At the time of this report, the patient was recovering from the peritonitis. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.